Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed relevant testing. Manual "try it" testing and was performed and passed vibrator mode. The receiver was opened and an internal visual inspection was performed and passed. Vibrator resistance was measured and found to be within specification. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.